Event description:
Paramedics treated the customer for low blood glucose levels. Prior to being treated for low blood glucose, the customer stated she had been very active. No further details provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.